Event description:
Event description guidant received information that the threshold measurement on this ventricular lead has slowly risen from 0.9 mv at implant to 2.5 mv today. In addition, the r wave amplitude measurement has gone from 9.6 mv at implant to 2.7 mv today. Impedance measurements remain stable. The caller questioned whether this could be a micro dislodgement?